Manufacturer narrative:
Result: brake rings worn and castors worn.

Event description:
It was reported by service report that the brakes were not holding because the brake ring was worn and both front end casters were also worn. No pt involvement or adverse consequences are reported.